Event description:
A customer reported an issue with their device displaying an incorrect time, which was out of sync by more than five minutes. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the issue and follow up if the discrepancy occurred again. The customer understood and acknowledged this guidance.